Event description:
It was reported that during a coronary stent procedure, the physician experienced deflation difficulties. Attempts to deflate the balloon were unsuccessful. The pt started to experience chest pains. The entire system was removed with the balloon inflated. Pt status is listed as "fine".